Event description:
It was reported that the lead was positioned and tested great. When the whisper wire was pulled it was found to be stuck. It pulled the lead back also. On retest, thresholds were found to be high. The lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; analysis found all conductors stretched, lead stretched. The full lead was returned and analyzed.